Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge change errors occurred during the load sequence with multiple cartridges. Additionally. It was reported that the pump touch screen was unresponsive. The customer's blood glucose was 336 mg/dl.

Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge change error issue was verified. The failure investigation has been completed and the alleged touch screen issue could not be verified.